Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a crack on the probe. There was a scratch around the crack. A part of the coating of the jaw was missing. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the coating damage is most likely related to the operator's technique. Based on the evaluation and similar cases in the past, the coating of the jaw might be missing since the filth on the jaw was wiped with the hard object. Also, the ultra sound activation error might occur since the user activated with cracked probe. The probe might be cracked since the user grasped a tissue and activated with the scratched probe. The probe might be scratched because the probe came in contact with a hard tissue or a metal device while the subject device was activated. The instruction manual of the device has already warned as follows; *do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment.

Event description:
During a gynecologic procedure, two subject devices were used. When the first subject device was used, the ultra sound activation error occurred. The doctor exchanged for the second subject device. But the similar phenomenon occurred on the second subject device. The intended procedure was completed with the third subject device. On (B)(6) 2017, olympus medical systems corp. (Omsc) confirmed that the coatings of the jaw of two subject devices were missing. No patient injury was reported. This is the report for the second one of the two devices.